Manufacturer narrative:
The subject device was not returned to omsc for evaluation. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus (B)(4) (oekg), there was the possibility that the reported phenomenon was attributed to the failure of the igniter and/or the power supply unit due to the aging deterioration of the components by the repeatedly long-term use because over thirteen years had passed from the subject device had been delivered.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user the emergency lamp lit up but the examination lamp did not lit up. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.